Manufacturer narrative:
It was reported that the sample was discarded. One used list# 011-0j387-01, transpac® with 2 3 way stopcocks, 72" tubing, disposable transducer; lot # 3947945 and two new list # 011-0j387-01, transpac® with 2 3 way stopcocks, 72" tubing, disposable transducer; lot # 3947945 were received for evaluation on 9/26/2019. A pull test was completed on the two representative samples which performed per specifications. The received used sample was confirmed to have an arterial tubing separation between the 72" tubing and the female luer. The end of the tubing had the presence of uv adhesive, however it had a tacky feeling. The reported complaint of the tubing separation was confirmed for the used sample. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process error in (B)(4). The device history review (DHR) for lot number 3947945 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The actual sample of the device has been discarded. A sister sample is available for evaluation. It has not been received.

Event description:
The event involved a transpac® with 2 3 way stopcocks, 72¿ tubing, disposable transducer where the transducer that was on the arterial line of a pediatric intensive care unit (picu) patient on ECMO and was reported to fall apart at the point where the extension tubing is bonded to the female luer. The female luer was still screwed to the transducer but the extension tubing had fallen away. An unspecified amount of blood loss was noticed on the floor which required an emergent line change, which delayed further treatment/imaging. There was no medication being used with the product. It was reported that the patient passed away shortly after this incident due to an event unrelated to the incident.